Event description:
The product was used during an ileal conduit procedure. Reportedly, the staple line was incomplete. The surgeon applied another device and resected the incomplete staple line to complete the procedure. The hospital has reported the pt's condition is satisfactory.